Event description:
During a laparoscopic cholecystectomy the clips from the device were scissoring. A second device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D5;h4: information unavailable, device returned with no lot identification. H6; evaluation code #400(other): yeilded jaws. Results of evaluation: conclusion: based upon the inquiry information received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Comments: if the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve products.